Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the a fibrous strand was visualized. A left atrial appendage (laa) closure procedure was being performed. There was difficult during the transeptal crossing. The patient¿s act was 216 ten minutes post transeptal puncture. A 24mm watchman ® laa closure device & delivery system along with a watchman® access system (was) were selected.the closure device deployment was perfectly, but compression was inadequate falling below range, in three out four (transesophageal echocardiogram) tee views. A full recapture was performed, when a mobile strand was noticed on the echocardiogram at the septum. An additional 2000 units of heparin was administered. They aspirated while removing the was and the strand stayed attached to the septum. Then after a few minutes the strand disappeared. The case was aborted and the patient awoke post procedure without deficit. The patient was heparinized overnight. The patient did well overnight and was discharged the following day.